Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of receiving no deliver alarms. The customer states they changed sites several times and continue to get no delivery alarms. The customer's blood glucose at the time of incident was unknown. The customer believes their blood glucose is 100 mg/dl and their sensor reading is 117mg/dl. Troubleshooting was conducted. It was found that the alarms were caused by set and or reservoir being occluded. The customer changed set and reservoir. Nothing is being returned at this time.